Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and was causing diaphragmatic stimulation and nerve stimulation. The lead was revised and repositioned high in the septum and remains in use. No further patient complications have been reported as a result of this event.